Event description:
It was reported that a spectrum pump constantly displayed the upstream occlusion message. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, constant upstream occlusion alarm, which was reproduced while running a loaded set. The fluid numbers were out of specification (low readings). With low ultrasonic readings, it would make the pump more sensitive to upstream occlusion alarms. The upstream sensor was replaced.